Event description:
It was reported that when the tubeset was opened, a foreign particle was noticed on the inside of the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.